Manufacturer narrative:
(B)(4). The device was not returned to manufacture as it was discarded. Without return of the explanted device the reported clinical observation cannot be confirmed. Suture loops occur when a suture is caught on the stent post or commissure and prevents the leaflets of a bioprosthetic heart valve from functioning properly. This occurs due to improper technique or poor visualization of the valve during implantation, and is not a malfunction of the device. In mild cases, it may go undetected and may cause mild regurgitation. In other cases, severe regurgitation may result which may be detected during the procedure or at some later time during the post-operative period, which may require reoperation. Edwards¿ valves have a specialized holder designed to prevent or minimize suture looping. The instructions for use (IFU) contain the following caution statement: caution: avoid looping or catching a suture around the open cages, free struts or commissure supports of the valve which would interfere with proper valvular function. The IFU further instructs the surgeon on how to avoid suture looping. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this 29 mm mitral pericardial valve, implanted one (1) day, was explanted due to mitral regurgitation secondary to suture loop. After implant, regurgitation was detected in echo and one leaflet seemed to have no mobility. The device was replaced with a 27 mm valve with no adverse patient effects reported as a result of the valve replacement. The valve will not be returned for evaluation as it was discarded at the hospital.